Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim knee bearing, cat#: unk lot#:unk, unknown maxim knee femoral, cat#: unk lot#:unk. Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports 0001825034-2017-07240, 0001825034-2017-07241, 0001825034-2017-07243.

Event description:
It was reported that the patient is being considered for revision due to an unknown reason.

Manufacturer narrative:
Additional information received indicates that the patient was revised due to poly wear. This product is noncontributing.